Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device was implanted on (B)(6) 2018. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation (orif) for radial head fracture with lcp (locking compression plate) radial head plate. During the surgery, when the surgeon tried to insert a locking screw into the plate, the screw could not be locked on the screw hole and passed through it. Another screw was tried to be inserted into the same screw hole, but the same event occurred again. The plate was fixed to the bone without inserting a screw into the affected screw hole. The surgery was completed with 30 minutes delay. There was no adverse consequence to the patient. This report is for one (1) unknown plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown 2.4mm lcp radial head plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation (orif) for radial head fracture with a 2.4mm lcp (locking compression plate) radial head plate. During the surgery, when the surgeon tried to insert a locking screw into the plate, the screw could not be locked on the screw hole and passed through it. Another screw was tried to be inserted into the same screw hole, but the same event occurred again. The plate was fixed to the bone without inserting a screw into the affected screw hole. The surgery was completed with 30 minutes delay. There was no adverse consequence to the patient. This report is for one (1) unknown 2.4mm lcp radial head plate.